Event description:
Customer reported that there was an incident with an 85 year old pt who was suffering from seizures and was being restrained when IV tubing separated at the tubing/port junction. No adverse effects suffered by pt.